Event description:
The customer reported a few drops of blue liquid solution leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pinhole in the black I-beam tubing on pinch valve (pv37) between fitting. The fse replaced the I-beam tubing and the leak was repaired. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).